Manufacturer narrative:
Pli10 - a manufacturer rep went to the site to test the system. The system failed the visual inspection. The endpoint and router were exchanged and the system was now able to connect to the wireless network. Pli20 - the unit would not connect to wireless network. It appears that there was a configuration error, once the unit was reconfigured it was able to connect to wi-fi. Pli30 - the unit would not connect or ping successfully. After resetting and reconfiguring, the unit was able to allow the endpoint to connect wirelessly. Other relevant device(s) are: product ID: 9 735799r, serial/lot #: (B)(4); product ID: 9735797r, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was not connecting wirelessly when trying to set the system up for wireless. Technical services had the manufacturer representative open the self-test and found that the wifi end point was unavailable and the network router was connected and green. The representative took off the cover and tried to reseat the connections from the endpoint to the router with no resolution. The representative tried a new cable between the two with no resolution. A reboot did not resolve the issue. There was no patient involvement.